Manufacturer narrative:
The device was not returned for further inspection, therefore the state of the device is not known at this time. Since another device was able to be inserted into the tibial plate, that device is not related to this event. The device history records for the device were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. This device is used for treatment. Per the device's instructions for use "do not reinsert an articular surface implant....that has been inserted previously." However, this does not appear to be the case in this instance. Therefore, based upon the available information presented at this time, a definitive root cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that while trying to sit the articular surface it would not snap into tibial tray. There were no complications or delays reported.